Event description:
Customer reported system locks up during long cases. Work station monitors turn black - main frain / c-arm remains booted displaying desired technique but will not produce x-ray. Patient not harmed.

Manufacturer narrative:
Gehc service personnel found that when system in failure mode ip diagnostics fail. Ordered image processor, display adaptor, sbc computer and cables. In 2007, replaced cables. Replaced single board computer and configured bios per instruction. Ran system for two hours - could not duplicate problem. System functioning as intended.